Event description:
There was no device failure or malfunction reported. This pt was undergoing an aortic valve replacement. An introducer was placed in the right internal jugular vein. The endopulmonary vent catheter 5fr flow-directed balloon catheter assembly was advanced using fluoroscopy, transesophageal echocardiography and pressure valve forms for guidance. The 5fr flow-directed balloon catheter was advanced into the pulmonary artery, but the epv could not be easily advanced into the pulmonary artery. After deflating the balloon and withdrawing the flow-directed catheter, the anesthesiologist withdrew the pulmonary artery catheter. He then noted evidence of cardiac tamponade on trans-esophageal echocardiography. A median sternotomy was performed. The pericardium was opened and a perforation was found in the right ventricular outflow tract. The perforation was repaired and the aortic valve replacement was completed. The pt fully recovered.